Event description:
The procedure was revascularization of the sfa and posterior tibial arteries from contralateral groin access. An angiogram revealed a total occlusion of previously implanted covered stents totalling 30cm in length in the sfa. The posterior tibial artery was diffusely diseased. A 6fr 45cm sheath was delivered to common femoral artery from the contralateral groin. The guidewire crossed through the covered stent segment and the physician performed pta of the entire occluded segment to restore flow. After this the physician engaged the posterior tibial artery with an .014" guidewire and delivered a 3.0mm rapidcross balloon. Delivery of the rapidcross was very smooth and the physician was satisfied with performance during delivery and inflation/deflation. Upon removal of the rapidcross resistance was encountered within the covered stent segment. Repeated attempts to remove the rapidcross balloon through pulling eventually lead to a separation of distal rx port and proximal catheter shaft. Attempts to snare the free floating segment were successful after several hours. They had to remove the sheath, snare, and balloon segment under tension, all at once.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the device exhibited contact with a sanguine environment: sanguine material on the exterior and balloon interior of the device. The device was received in two pieces: proximal hub with 140cm of catheter, 17cm of inflation lumen and rx portion of catheter with balloon chamber. All components of the device were returned. The rx lumen was zippered out of the device 5mm proximal of proximal balloon bond. Two catheter fractures were present: inflation lumen 5mm proximal to the proximal balloon bond; rx guidewire lumen 5mm proximal to the proximal balloon bond. The proximal neck bond on the balloon chamber is fractured from the distal catheter.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.